Event description:
This pt had an embolectomy catheter used to declot an arteriovenous gor-tex shunt on 3/4/1999. Upon withdrawal of the catheter, it was noted that it had split leaving a portion of it in the distal forearm. Per the pts medical record, the catheter was removed without incident, but the balloon was missing from the end of the catheter. X-rays were unable to locate the balloon portion of the catheter. Per the physician, no noted harm was caused to the pt. No noted course of action for the retrieval of the balloon was documented in the pts medical record.